Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the programmer failed the in coming test due to a defective power supply. It was also determined that one printer button does not work, and the left and right sliding rails are broken. The upper and lower bullets, the cord bay, the lower hinge plate, and the rear cover display are broken. The company logo button is missing, and the paper tray is nearly empty. The upper and lower handle are cracked. The bezel is cracked on several places and the eft hasp is broken. The upper hinges are worn. The programmer was decommissioned as it was no longer serviceable. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned for service subsequently tested out of specification during manufacturer's assessment.. There was no patient involvement.